Event description:
As reported, upon opening the package of a 7 mm x 40 mm precise pro rapid exchange (rx) self-expanding stent (ses), it was found that 3-4 segments distal to the stent had been released. The operator tried to unsuccessfully retract the stent into the delivery system. Another brand of stent was used to complete the carotid artery stenting procedure. There was no reported patient injury. The temperature exposure indicator on the pouch was not checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU), and it was also inspected and prepped according to the IFU. However, the device was not prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received and remained open prior to removing the device from the tray. No damage was noted to the product packaging upon inspection prior to use, and there were no reported difficulties in removing the product from the packaging. Approximately 8mm of the stent had been prematurely deployed, and the device was attempted to be deployed outside of the body. A picture was provided for review. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, upon opening the package of a 7mm x 40mm precise pro rapid exchange (rx) self-expanding stent (ses), it was found that 3-4 segments distal to the stent had been released. The operator tried to unsuccessfully retract the stent into the delivery system. Another brand of stent was used to complete the carotid artery stenting procedure. There was no reported patient injury. The temperature exposure indicator on the pouch was not checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU), and it was also inspected and prepped according to the IFU. However, the device was not prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received and remained open prior to removing the device from the tray. No damage was noted to the product packaging upon inspection prior to use, and there were no reported difficulties in removing the product from the packaging. Approximately 8mm of the stent had been prematurely deployed, and the device was attempted to be deployed outside of the body. A picture was provided for review. No other anomalies or outstanding details could be observed on the image provided. The device was returned for evaluation. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed that the unit did not present any damages. The device was partially deployed, and the hemostasis valve was returned tightly closed. No other significant details were noticed. The stroke length and usable length were measured, and the dimensional analysis results were found to be within specification. The functionality of the device was verified to determine if the stent could be deployed as expected. The hemostasis valve was set to the unlocked position. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, presenting no damages or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause cannot be determined. Measurements of the stroke length and usable length, along with dimensional analysis, were found to be within specification. Additionally, a functional analysis was conducted, during which the stent was deployed and expanded normally, showing no damages or anomalies. Therefore, based on the information available for review it is difficult to determine the root cause for the event, it is likely that user handling factors during preparation contributed to the issue, as no anomalies were observed on the device itself. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.